Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative was not able to confirm the reported complaint, because the unit would not boot up. The on/standby switch was replaced which resolved the issue, the unit passed all required tests per the manufacturer specifications, and the unit was returned to service.

Event description:
The hospital reported the unit turned off unexpectedly, the unit only turned back on after several toggles of the on/standby switch. There is no report of patient involvement.